Event description:
The device was returned for normal battery depletion and subsequently tested out of specification at manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary prn606899s - initial analysis confirmed a low battery voltage and a high current drain. The high current drain caused early depletion of the battery. The cause of the high current drain condition was current leakage through a capacitor position. The capacitor was removed from the circuit and the high current drain dropped to a normal level. The capacitor did not exhibit leakage after it was removed from the hybrid. Therefore the root cause could not be determined.